Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the therapy cable issue occurred during self-test. There is no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
No work performed by philips and the condition of the device is unknown as there is insufficient information from remote service engineer. The investigation concludes that no further action is required at this time.